Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The following information was requested, but unavailable: what were the indications for surgery? What specific surgical procedure was being performed? Were there any difficulties experienced with the device in the surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was a complete transection of the cutting washer visually confirmed during the initial surgical procedure? Were the donuts inspected? If so, please describe. How was integrity of the anastomosis confirmed intra-operatively? What was the total estimated blood loss (ml)? Was a transfusion required? Was the site of the bleeding identified? What was observed at the site upon reoperation? Was staple form able to assessed? If so, please describe. How was the bleeding addressed? What is the current status of the patient? Response: no feedback from customer, so no additional information could be provided is the device available for analysis? No.

Event description:
It was reported: bleeding after surgery. During the surgery, noted bleeding one hour after surgery in the anus. Fresh blood flow from the anastomotic stoma should be stopped actively and did the second anastomotic operation.